Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The investigation concluded that the tip detachment was likely due to inadvertent user mishandling. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a supera self-expanding stent system (sess) both ports were flushed and the supera delivery catheter was wiped with a saline compress. When the compress was pulled over the tip of the delivery system, the tip came off easily and was found in the compress. The device was not used and there was no patient involvement. An unspecified stent was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.